Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure, the patient experienced a vessel dissection. In (B)(6) 2011, the patient presented with silent ischemia and cardiac catheterization was recommended. The 1st lesion being treated was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x16mm taxus liberte stent, with 0 % residual stenosis. The 2nd lesion being treated was located in the proximal lad with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct placement of a 3.00x24mm taxus liberte stent. Following post dilation with a maverick2 balloon catheter, a grade a dissection was noted which was treated with placement of another 2.75x16mm taxus liberte stent distal to the previously deployed 3.00x24 mm study stent in the proximal lad. Following post dilation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device lot number is unknown. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as the reported patient effects are listed as potential adverse events in the product directions for use. (B)(4).